Event description:
It has been identified that the device associated with this record is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported unknown side "pain, swelling, redness and an increase in one of breasts", capsular contracture baker grade IV, and "became depressed". Device has been explanted.